Event description:
Rapid exchange (rx) drug eluting coronary stent in the mid to dist lad and of a 2.5mm diameter x 12mm length endeavor sprint rx stent in the mid lad just distal to the first diagonal artery. The patient was discharged with no issue reported; however, it was reported that, approximately 1 month post procedure, the patient presented with symptoms. Thrombectomy of the lad and revascularization of the first diagonal artery with stenting were performed. Patient was discharged in stable condition. No other clinical sequelae were reported. Relation between the reported events and the relevant stents or procedure was not assessed. (Ref MFR # 9612164-2011-00956).

Manufacturer narrative:
(B)(4). Evaluation, results: stent thrombosis, tvr.